Event description:
The customer reported hemoglobin & hematocrit (h&h) check failures were obtained for approximately 11 patient samples when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no erroneous test results reported out of the laboratory with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
(B)(4) 2014, the field service engineer (fse) evaluated the instrument and observed the red blood cell (rbc) diluent dispenser pump injecting bubbles. He replaced the pump resolving the issue.